Event description:
It was reported that system diagnostics were run on the patient¿s vns system and they returned high impedance, >=10000 ohms. It was reported that the patient had referred that she had experienced seizures that were more severe. It was reported that the pulse generator was disabled. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. No further known interventions have occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death.